Manufacturer narrative:
(B)(4). The er420 device was received in good visual condition. A bag with four unformed clips and two clips with gap was returned along with the instrument. In attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, twelve clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the doctor used the device on the vessel when he deployed the clip. It split out of the jaw of the clip at the first time he used this device and he tried to deploy again a couple times and it happened the same. No patient consequences reported.